Manufacturer narrative:
Investigation is pending.

Event description:
The customer alleged a variance between the inratio inr results and the laboratory inr result on one (1) patient. Results are as follows: date: (B)(6) 2015, inratio inr: 5.1, 3.8 and 4.2, laboratory inr: 3.0. Therapeutic range: 2.0 - 3.0. The time between testing was a "couple" minutes. The customer reported that the first drop of blood was not used when testing on the inratio device. This is considered to be an improper technique when performing the inratio testing. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of strip lot 369826a was performed. In-house testing on the strip lot met release criteria and the product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. Although an improper technique was identified in the complaint, a root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required.